Event description:
On (B)(6) 2019 as I was arising from my chair, I felt a sharp pain in my star right ankle replacement and I could not walk. I was able to limp along using a walking boot and saw dr (B)(6) on (B)(6) 2019 who x-rayed the ankle and diagnosed that the polyethylene plate in the star prosthesis had broken.